Event description:
It was reported that the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system exhibited an out-of-range shock impedance measurement of 128 ohms. There was no evidence of lead noise, and all other lead measurements were within normal limits. Technical services (ts) reviewed troubleshooting options. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.